Event description:
It was reported that this right ventricular (rv) lead exhibited a high out-of-range shock impedance measurement in (B)(6) 2019. Since then, shock impedances have been both jumpy and steadily increasing, now stable at 125 ohms. Technical services (ts) reviewed available device data via the latitude remote patient monitoring system and recommended both lead integrity testing and x-ray imaging (to evaluate for potential system migration). No adverse patient effects were reported. The ICD and rv lead remain implanted and in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out-of-range shock impedance measurement in (B)(6) 2019. Since then, shock impedances have been both jumpy and steadily increasing, now stable at 125 ohms. Technical services (ts) reviewed available device data via the latitude remote patient monitoring system and recommended both lead integrity testing and x-ray imaging (to evaluate for potential system migration). No adverse patient effects were reported. The ICD and rv lead remain implanted and in service. Multiple attempts to obtain additional information have been unsuccessful. Should additional follow-up information be provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.